Event description:
It was reported the intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer occasionally changed pump supplies or continued insulin administration without changing any supplies. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge.